Manufacturer narrative:
Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown biomet abutment screw fractured. The doctor was able to remove all of the fractured portion from the implant. Another screw will be placed. Tooth location 19.

Event description:
It was reported that an abutment screw (uniht) fractured. The doctor was able to remove all of the fractured portion from the implant. Another screw will be placed. Tooth location 19.

Manufacturer narrative:
(B)(4). One titanium hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn but functional. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. A singular cause cannot be determined. The following sections have been updated: device expiration. Medical device: (B)(4).